Event description:
The manufacturer received information alleging power keeps cutting out. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the power keeps cutting out on a bipap a40 pro device. There was no harm or injury reported. The bipap a40 pro was returned to a third-party service center for evaluation, and the initial allegation that the power keeps cutting out was not confirmed. During the evaluation, an error code related to high internal o2 was noted. This is not considered a ventilator inoperative error. The high concentration alarm applies to a reading of the oxygen concentration within the device housing. This would not impact therapy as the device can only be used with low flow oxygen bled into the patient circuit. The device's circuit board would need to be replaced to address the issue, but the device has been scrapped. This complaint has been reviewed, and it has been determined that based on information available at the time of this review, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.